Event description:
This is an international report where a home patient's (hp) wife reported to baxter customer service that she identified one cassette with a leak in the patient line when they started therapy. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The product analysis lab received one companion sample from the same batch. Visual and functional inspection was performed. The product meets specification. No defects were found. The reported problem was not confirmed and the assignable cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A companion sample was requested for evaluation. A follow-up report will be filed should any significant supplemental information become available.